Event description:
Patient revised to address loosening of tibial component, osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening based on the provided information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.